Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis confirmed normal battery depletion.

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. An attempt to clear and save the diagnostics was unsuccessful. The device was explanted and replaced on (B)(6) 2014.